Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. The root cause was determined to be due to a failure of the system pcb assembly. After replacing the system pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported by the customer that the device is displaying a white screen on power up. There was no report of patient use associated with the reported failure.